Event description:
It was reported that the insulin pump alarmed button error. Customer also added that she was hospitalized and had issues with no delivery. Customer's blood glucose reading was 400 mg/dl. However, there was also a reported blood glucose of 39 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).